Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 415 mg. The customer states there was a severe kink in the tubing near the reservoir. Customer also states the device never presented a no delivery alarm and her blood glucose levels went up, and she went into diabetic ketoacidosis. Customer also states having to speak with health care provider over the phone to bring their blood glucose levels down. Customer was advices that the device would be replaced. The device is being returned for analysis.